Manufacturer narrative:
A ge svc rep performed an onsite investigation. The camera and image intensifier power supply were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that they were not getting a picture and that the system was just displaying a gray circle. This resulted in a loss of the live image. There is no report of pt injury associated with this event.